Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely due to high output. It was suggested that the high output occurred due to the high thresholds on the left ventricular lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received and analyzed. The device met 80% of expected longevity as normal depletion.